Event description:
It was reported that during a hip procedure, the surgeon opened the bone screw and found the hard cover inside the package to be cracked. A new product was opened to complete the surgery. It is unknown if the crack in the package has compromised the sterility of the device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: japan. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device found the inner poly bag has broken apart into pieces. The outer sterile pouch was opened upon return; however there is no evidence of other breaches. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event can be attributed to the supplied poly bag. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.